Event description:
It was reported that the left ventricular lead exhibited high impedance. The device was reprogrammed and the lead remained implanted. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.